Event description:
On october 25, 2004, the reporter, (axya sales rep) called axya to report a complaint. During surgery, dr., while inserting a 5mm titanium bone anchor, the anchor insertion toll (anchor/driver) driver tang broke before the anchor was completely inserted. The doctor removed the anchor using a needle holder and completed the case using an other supplier's 5mm anchor.

Manufacturer narrative:
There is no clear root cause for failure of the 5mm anchor driver tip. Metalurgic examination shows that there is a slight difference in microstructure size between the fractured tip and the control sample. Microstructure can be a function of heat treatment or trace element chemistry. The energy dispersive x-ray spectroscopy spectrum shows that the major elements are in amounts consistent with precipitation hardened custom 455 stainless steel (ref. Analytical answers, inc. Report # 49089). Additional trace element analysis should be performed to determine if the failure is due to a material issue. There is evidence, to suggest, that the failure may have been initiated by a partial engagement between the driver tip and the anchor head during insertion. With partial engagement, and the anchor nearly seated to proper bone depth, torque levels may have approached the yielding limit of the anchor material. Particularly at the drive head due to a reduction in surface area. Once this happens, the tangs can become loaded from the torque. The tangs will deform/shear at low torque levels as they are not designed to be load bearing. The tangs are designed to protect the suture strands from damage. Upon receipt of the damaged driver, an initial inspection was performed after decontamination. Drive failure occurred during normal use in bone that was considered good quality by the attending surgeon. Failure occurred during the last half turn of insertion. A second cat1227 5mm anchor kit was returned for evaluation as well. Notice that all failure modes with partial engagement included at least 1 bent tang while with full engagement there was only 1 sample with a bent tang. Also notice that the frequency of the spiral fracture increased as well. Finite element analysis of the driver tips shows that the tangs on the drive cannot support the torque applied during anchor deployment. The tangs primary role is to protect the suture strands during insertion. With the driver head partially engaged torque is applied to smaller areas of the anchor head, increasing the stress to these screw features. Any rounding of the drive edges will place the tangs into contact with edges of the screw's suture trough. The fractured driver tip shows no sign of internal deformation and any possible evidence of deformation of the anchor's drive features were lost during extraction. Additional drivers from the same lot were torque tested producing torque values that were within the full engagement range and had similar failure modes as the verification testing and well above the drawing specification of 175 in-oz. One sample had a spiral fracture propagating from the leading edge of one of the tangs. None of the tested units produced a bent driver tang. The predominant failure mode was anchor head shear with tang shear. Partial engagement torque testing was not performed. From the design verification test results, there appears to be a greater probability that a bent drive tang is indicative of partial driver/anchor engagement.